Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported event occurred as a result of age deterioration over long-term repeated use of the device. It is likely that the converter unit, the ignitor unit, or the main board temporarily malfunctioned as a result of aging components. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report could not be confirmed. The unit lamp burned for over 5 hours and was powered on and off over 30 times without issue. The lamp igniter was functioning properly and the lamp life meter only gave 100+ hrs reading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii xenon light source's main lamp would not turn on. According to the initial reporter, the main lamp was replaced, but would still not turn on and device would go into spare lamp mode. There was no patient harm or consequence reported as a result of this event.